Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. Customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected weak battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted.